Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, after advancing the device through the scope and to the target location in the patient's bowels; deployment was attempted. Reportedly, the clip assembly was opened, closed, and then deployed with two distinct clicks being audible; however, the clip assembly failed to release from the delivery catheter. The resolution clip device was withdrawn from the patient, and then the procedure was completed using an injection needle. Post procedure, while the scope was being cleaned, the clip was found. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being stable.

Manufacturer narrative:
(B)(4) for the reported issue of clip won't detach from the catheter the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).